Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving clonidine (10mcg/ml at 0.999mcg/day) and dilaudid (2.0mg/ml at 0.1998mg/day) via an implanted pump. Indication for use was noted non-malignant pain and failed back surgery syndrome. It was reported that the patient saw a "8478" code on their personal therapy manager (ptm). The patient's pump was in safe rate and the patient was not able to access a bolus. The alarm occurred on (B)(6) 2016, the same date the patient was seen for a refill. The patient was told to follow up with their physician. The patient had increased pain, swollen hands and swollen feet. The change in symptoms was noted as sudden. The manufacturer representative reported to confirm that the logs showed the pump was in safe state, a reset had occurred with low battery. The manufacturer representative to discuss with physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.